Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing leading to inhibition of pacing was observed during pre-discharge for a pacemaker-dependent patient. It was noted that the oversensing was due to loose set screws at the device header. The set screws were tightened during a device revision procedure. The device remains implanted. The patient was stable post-procedure.